Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The device remains in the patient. Consequently, a direct product analysis was not possible. Cause of the reported event cannot be established based on evaluation of the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. The following IFU statements were identified as related to the primary device failure mode in this complaint. F. Introduction and positioning of the gore® viabahn® vbx balloon expandable endoprosthesis introduction and positioning of the gore® viabahn® vbx balloon expandable endoprosthesis 1. Select the compatible size introducer sheath from table 1. Always use an appropriately sized sheath for the implant procedure. It is advisable to use a sheath or guide catheter that is long enough to cross the lesion. Use of a guide sheath or guide catheter minimizes the risk of dislodging the endoprosthesis from the balloon during tracking. Use standard interventional techniques to introduce the gore® viabahn® vbx balloon expandable endoprosthesis to the target lesion.

Event description:
The following information was reported to gore: on june 14, 2023, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the left common iliac artery during treatment of a severely calcified lesion. The physician gained access from the left superficial femoral artery and advanced an 0.035" rosen guide wire across the calcified lesion. However, the physician was unable to advance a terumo destination guiding sheath (size unknown) through the calcification. After multiple attempts were made to advance the vbx device across the calcified lesion, the vbx device had become dislodged from the delivery catheter. The physician made the decision to remove the vbx delivery catheter, advance a 4mm balloon (manufacturer unknown) and inflate the device where it was. The physician advanced an 8mm balloon (unknown manufacturer) to successfully complete the procedure. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.